Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted neurostimulator device. Patient reported when the implant is charged up to 100% it used to last for 10 days and in the last month the ins will last 4-5 days when charge to 100%. Patient stated the ins will randomly shut off. Patient stated they haven't change the setting on the device. Agent reviewed device function and best practice for recharging the ins. Agent recommend patient consult with healthcare provider (hcp) regarding concerns. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.